Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was unable to reproduce the customer reported issue with usm #1. The fse checked the logs and did not find any related faults or errors. The fse tested the system and verified that it was ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, universal surgical manipulator (usm) #1 moved with uncontrolled motion, pressing into the patient and causing an abrasion on unspecified tissue. The following information is unknown: the source and cause of the abrasion, what surgical task the surgeon was performing when the event occurred, the severity of the complication, and what medical intervention (if any) was rendered due to the injury. The procedure was completed robotically.